Manufacturer narrative:
Add'l info has been requested, and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.

Event description:
The sales rep reported to our qa department that during surgery, it went up that the shaft could not be locked with the screw as usual. He stated further that the shaft is broken while trying it.